Manufacturer narrative:
(B)(4). (B)(6) a specific contact name was not provided. Information in section was provided by the manufacturer. The field service specialist (fss) inspected the signature system at the customer location and the issue was not confirmed. Fss replaced lan(modified ethernet) cable as a preventative action. At the end of service and fss visit, the system was found to meet all amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred during start up process on the whitestar signature system. Customer rebooted the system, and it started up normally. There was no patient involvement reported and patient treatments were not delayed or cancelled.